Event description:
The reporter stated a competitor's lens was torn during loading due to the mtc- 60c fp cartridge. There was no pt contact.

Manufacturer narrative:
Eval: cartridge lot number search; injector lot number search. Results: a cartridge lot number search was performed and three similar complaints found. An injector lot number search was performed and eight similar complaints found.